Event description:
It was reported that after stone surgery, a ureteral stent was placed. Less than a month after the stent was placed, a stone developed, which was now quite severe and required holmium laser lithotripsy.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of used stent with calcification present. Therefore, the reported event is confirmed. Instructions for use were reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after stone surgery; a ureteral stent was placed. Less than a month after the stent was placed, a stone developed, which was now quite severe and required holmium laser lithotripsy.